Event description:
It was reported that after complete deployment in a stenosis of a venous anastomosis of an upper arm straight av graft, the endovascular stent graft moved approx two centimeters proximal to the intended location. Reportedly, there was no difficulty during deployment of the stent graft. Another MFR's stent graft was implanted at the intended treatment site without further incident. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.